Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received emergency medical assistance and hospitalization due to low blood glucose on (B)(6) 2017 with blood glucose of less than 60 mg/dl at the time of the incident. The customer believes they received a bolus that was not confirmed. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer is unsure if they were wearing the insulin pump during the incident. Troubleshooting was not completed due to the pump damage reported. Caller stated that the drive support cap is sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd connector. Unable to perform functional test including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, delivery accuracy test and displacement test due to unresponsive buttons. The drive support was inspected and was found loose / protruded. Unit received with cracked case at the display window corners, reservoir tube window corners reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case.